Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings. The customer's blood glucose was 155 mg/dl at time of call. The customer treated with bolus from the pump and manual injections. The customer took a ketone test and the results were high. The customer believed that she had diabetic ketoacidosis. The product was not returned for analysis.